Event description:
It was reported that during preparation of a 2.25 x 18 mm xience xpedition, when removing the protective sheath, the stent came off the balloon inside the sheath. There was no resistance removing the protective sheath. Another xience xpedition was successfully used to complete the procedure. The device was not used in the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.